Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a texium syringe leak during doxorubicin administration. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that a texium syringe leaked during doxorubicin administration was confirmed but only after manual over-torque of the texium to the lab test smartsite connection. No anomalies or evidence of damage was observed on the syringe upon visual inspection. Functional testing was performed; no leaks were observed after three syringe flushes. A stopcock in the closed position was attached to the distal end of the smartsite to create additional backpressure and the flush test was repeated. A leak was observed at the texium to smartsite connection. Due to the dual thread feature of the texium luers making two different connection/threading configurations possible, the syringe and smartsite were disconnected and reattached such that the second threading configuration was employed. The above flush tests were repeated and no leaks were observed. Functional testing was continued by purposely over-tightening the texium to smartsite connection by hand (while still in second threading configuration). After the over-torque, the flush test was repeated and a liquid was observed at the texium to smartsite connection. The flush test was repeated in the first threading configuration (with over-torque), and the leak was again observed. The root cause that the texium syringe leaked during doxorubicin administration was not identified.